Manufacturer narrative:
Investigation summary: a "correlation/repro/discrepant" result complaint was reported against the bd max instrument, catalog number: 441916, serial number: (B)(6). Customer reported that they received a positive result on max vaginal panel on (B)(6) and a negative tv on ctgctv assay. Both samples are from the same patient. Field service was dispatched. Field service replaced pump #2 on (B)(6). Instrument was returned to the customer functional. No parts were returned to bd. Complaint is unconfirmed. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend.

Event description:
Event description: it was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. Assay used: bd max¿ CT/gc/tv. The following information was provided by the initial reporter. "Customer reports that they performed both the CT/gc/tv panel and vaginal panel for the same patients and the tv result was different."

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. Assay used: bd max¿ CT/gc/tv. The following information was provided by the initial reporter: " customer reports that they performed both the CT/gc/tv panel and vaginal panel for the same patients and the tv result was different."

Manufacturer narrative:
B.5. Event description: it was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. Assay used: bd max¿ CT/gc/tv. The following information was provided by the initial reporter: " customer reports that they performed both the CT/gc/tv panel and vaginal panel for the same patients and the tv result was different." D.1. Device brand name: bd max¿ system, bd max¿ instrument. D.2. Common device name: instrumentation for clinical multiplex test systems; product code: ooi. D.3. Device manufacturer: becton, dickinson & co. (Sparks). D.4. Catalog number: 441916; serial number: ct2310; unique identifier: (B)(4). G.1. Manufacturing site: becton, dickinson & co. (Sparks). G.5. Device 510k numbers: k111860 k130470. H.4. Device manufacturer date: 2021-01-20.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ CT/gc/tv a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "customer reports that they performed both the CT/gc/tv panel and vaginal panel for the same patients and the tv result was different."